Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot # r342 on the echo and the neo.

Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. The sample was reacting with homozygous cells and non-reactive with heterozygous cells on the antibody screening and identification assays. Testing was performed with the initial sample and a new sample using a different lot (r351) of test wells and the samples reacted with homozygous cells only. The unexpected negative reactivity appears to be related to the nature of the antibody in the pts sample. A product deficiency was not identified.